Event description:
It was reported that the user experienced recurrent early-morning hypoglycemia after changing the ilet overnight target between 2¿6 am, with events beginning after the adjustment and the target currently set lower. Symptoms included low blood glucose without reported physical complaints, which the user corrected with oral glucose. Outcomes included urgent and low glucose events that were self-treated without hospitalization. Investigation included customer support troubleshooting, data synchronization review, and assignment for additional training, with a recommendation to contact clinical support for target-setting guidance. Investigation of this case revealed that the specific cause of the hypoglycemia was unclear, with the timing suggesting a potential relationship to recent target changes but no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.